Event description:
Patient reported "a implant exchange due to the patient's concern with the product plus a right side rupture." This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side "implant exchange due to the patient's concern with the product plus a rupture." Healthcare professional later reported capsular contracture baker grade iii and "any creases associated with hole." The device has been explanted and replaced.